Manufacturer narrative:
Device evaluation: the distal tip was slightly flared. A number of struts were partially raised and deformed. The stent was positioned on the balloon between the marker bands as per specifications. Crystallized residue which appeared to be blood combined with contrast was removed from the inner lumen. (B)(4).

Event description:
A resolute integrity drug-eluting stent was received in the returned goods investigation lab. Complaint information had not been received. The packaging indicated that the device was defective. On review it was noticed that a stent strut was damaged. Residue was present on the device confirming it was used in the patient. No other information relating to the event is available.